Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after another nurse accidently pushed the shock button, the user performing CPR on the patient received an unitended delivery of energy. Complainant did not indicate that there was any adverse effect to the patient or the user due to the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the problem was not duplicated. The device was placed back into service will not be returning to zoll.